Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. D4: di is unknown. Additional contact information (distributor): (B)(4).

Event description:
The event involved a microclave smallbore ext. Set and it was reported that the clave having issues with 2 sites on leaky extensions. There were no reported patient involvement and harm.

Manufacturer narrative:
Additional (update) information in b5.

Event description:
There was patient involvement but no patient harm.